Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead appears to have dislodged. There was inappropriate over sensing on the lv lead channel. The lead was turned off and was evaluated later, according to the field representative. At this point it has been explanted and a new lv was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead appears to have dislodged. There was inappropriate over sensing on the lv lead channel. The lead was turned off and was evaluated later, according to the field representative. At this point it has been explanted and a new lv was implanted. No additional adverse patient effects were reported. Additionally, it was reported that the patient passed away from pancreatic cancer, gastric arterial bleed, pneumonia, and was septic. The patient chose comfort care. The death was not related to bsc product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits except outer insulation integrity. A pressure test was performed and was not successful due to electro-cautery damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation.